Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The data logs confirm a high motor current pump stop. The root cause of the pump stop was unable to be determined as no product was returned for analysis. The pump stop occurred on day 11 of use which is beyond the 8 day design life per design trace matrix. Impella cp with smart assist system instructions for use for the related event are as follows: section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a pump stop occurred on the 11th day of impella cp support. The pump was unable to be restarted and was explanted as a result. There was no report of patient harm.